Manufacturer narrative:
The customer¿s report that the extension tubing hub (female luer) cracked was not confirmed. Inspection observed a broken syringe¿s male luer tip was lodged within the extension set's female luer end. No breakage or anomalies were observed on the "hub" or any other area. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection, clear fluid was also observed in the tubing throughout the set. Closer inspection under a lab microscope observed signs of stress marks on the surfaces of the syringe breakage. No anomalies or damages were observed on the "hub" or any other area. Functional testing could not be performed due to the breakage of the syringe¿s male luer tip lodged inside the extension set¿s female luer. The root cause was not identified.

Event description:
It was reported that the extension tubing hub had cracked. The customer states there was no patient harm as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the extension tubing hub cracked. The customer states there was no patient harm.